Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor, display adapter, and single board computer. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the system is displaying a overload frequency 65.7khz error message. No pt injury was reported.